Event description:
A caridianbct sales rep reported seeing red plasma in the connector and his concern about the frequency of the spectra optia system operating in algorithm mode from 2 tpe procedures with the same pt. The dates of the procedures were (B)(6) 2011. The pt's age and identifier is not available at this time. No medical intervention was necessary for this event. The disposable set is being returned for eval. This report is being filed due to insufficient info to determine if there is a potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.